Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure thrombus occurred. Target lesion 1 was located in the right coronary artery (rca) and had a reference vessel diameter of 3.2mm. The lesion length was 40mm with 60% stenosis. Direct stenting was not attempted and a non-bsc balloon was used. A 3.5x32mm liberte stent was implanted. An additional procedure was performed of the implant of a second liberte stent to cover the entire lesion length and due to thrombus. The procedure was technically successful with a residual stenosis of 0%. Target lesion 2 was located in the left anterior descending (lad) artery and had a reference vessel diameter of 2.0mm. The lesion length was 16mm with 73% stenosis. A liberte 3.5x20mm was implanted. The procedure was technically successful with a residual stenosis of 20%. The patient was discharged three days after the index procedure without angina or silent ischemia. Discharge medications were aspirin 100mg and clopidogrel 75mg daily for twelve months.